Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on the available device data. There was no indication of a device malfunction. The file is closed. The investigation will be re-opened should additional data or device itself become available.

Event description:
Ous MDR - it was reported that approximately 65 months after the implant the shock impedance was out of range (> 150 ohms). No artifacts were seen on iegm. The device remains implanted according to current information. No event date was provided.